Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced insulin flow blocked alarm due to the bent cannula event on (B)(6) 2026. The infusion set had been in use for one day and the insertion site was abdomen.